Event description:
The customer complains about blood leak during treatment. Blood flow rate: 60 ml/min. Tmp: 80 mhg. There was insignificant blood loss. No medical intervention was needed. No serious injury.

Manufacturer narrative:
Add'l MFR narrative. Internal blood leaks can occur due to damage of the hollow fibres. No further info is expected for this specific event and the case is considered closed. Gambro does not regard the submission of this report as an admission of liability.